Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope screen kept flickering in and out. The issue was found during a diagnostic bronchoscopy procedure that was completed with a back-up device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'the issue occurred while flexing the scope. There was procedural delay of less than thirty minutes. There were no reports of patient harm.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.